Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer alleged that the due to the cracked touch screen they experienced a low blood glucose (bg) level that ranged from 34-43 mg/dl. Customer consumed honey to address bg, and reverted to an alternate method of insulin therapy.